Manufacturer narrative:
Investigation: because we did not receive any sample, a thorough investigation was not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are 3 similar complaints against the same lot number 51873261 (including this complaint). The current failure rate is within the risk analysis and therefore acceptable. Conclusion and preventive measures: on the basis of the current information a clear conclusion regarding the root cause cannot be drawn. At this time there are no hints for a product related error; if products are returned in the future, another investigation will be performed unsolicited. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 400582818 (9610612-2022-00392) - nx055z, 400582821 (9610612-2022-00393) - nx033z. Involved components: 400582819 - nx044 - patella 3-pegs p4 lot 51849212. 400582820 - nx132 - vega ps gliding surface t3/3+ 14mm - lot 51901306. 400582822 - nn260p - plug f/tibial plateau - lot 51910799.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with nx033z - as vega ps femoral comp.c. According to the complaint description, there was a gross loosening of the femoral and tibial components of the right knee. The patellar component was well fixed. A revision surgery was necessary. Additional information was not provided. The adverse event is filed under aag reference 100032169 (400582821). Associated medwatch-reports: 400582818 (9610612-2022-00392) - nx055z, 400582821 (9610612-2022-00393) - nx033z. Involved components: 400582819 - nx044 - patella 3-pegs p4 lot 51849212, 400582820 - nx132 - vega ps gliding surface t3/3+ 14mm - lot 51901306, 400582822 - nn260p - plug f/tibial plateau - lot 51910799.